Event description:
It was reported the device reached elective replacement indicator (eri) within approximately four years post implant and the device longevity was unexpected. The device was explanted and replaced with an upgraded device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for (B)(4): we did receive performance data collected from the device and have analyzed the data. Analysis found battery depletion indicated elective replacement indicator and time of recommended replacement time (rrt) in save to disk on (B)(6) 2012 device rrt less than equal to 2.62 volt. Weekly battery voltage trend data shows min bat equal to 2.64 to 2.62 volts between (B)(6)2012. Patient alerts for low battery voltage on (B)(6)2012.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for (B)(4): we did receive performance data collected from the device and have analyzed the data. Analysis found battery depletion indicated elective replacement indicator and time of recommended replacement time (rrt) in save to disk on (B)(6) 2012, device rrt less than equal to 2.62 volt. Weekly battery voltage trend data shows min bat equal to 2.64 to 2.62 volts between (B)(6) 2012. Patient alerts for low battery voltage on (B)(6) 2012. The device was returned and analyzed. Analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.